Event description:
During baxter's functionality testing of a spectrum infusion pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the upstream occlusion alarm experienced during functional testing which was reproduced. The confirmed symptom was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.